Event description:
The account alleges the foot section will not hold weight. No pt impact.

Manufacturer narrative:
The account stated the lift off section of this unit easily comes off the track when any pressure applied from the side of the lift off. The account does not see that it is bent anywhere. No further info is available on the repair of the bed at this time.